Event description:
The caller reported the cuff of three 8dct tracheostomy tubes deflated due to cuff leaks. The patient is on a ventilator 24/7, but there was no patient harm. The patient was re-intubated each time. The caller thinks the tracheostomy tube was pretested as part of their procedure. She is not aware of how long the tracheostomy tube was in before failure, but says the three failed over a period of one week. She said she was not certain of the cuff pressure being used nor of any lubricant being used. Two tubes have been discarded, one tube is available.

Manufacturer narrative:
No sample is expected to be returned for evaluation. Without the actual complaint sample being returned and the lot number of the product a full investigation cannot be carried out. If the sample is received at a later date and/or if significant information becomes available related to this report, a summary will be provided in a supplemental report. This report is the third of (3) tubes. Reference: 293699-2012-00666/2936999-2012-00676.